Manufacturer narrative:
E1: (B)(6). Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported during a diagnostic procedure, the uretero-reno videoscope's up/down lever would not move. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section h4 was updated.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated: d9, h6, h11. This report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation, it is likely that the reported jammed/frozen up/down lever issue was the result of corrosion in the device angle mechanism. A definitive root cause of the observed corrosion could not be determined, however, the issue was likely due to insufficient device cleaning/reprocessing and or external factors. Additionally, a sticky foreign material was found on the device control unit and universal cord, and dirt was observed on the devise objective lens. A definitive root cause of the sticky foreign material and dirty lens could not be determined, however, the issues were likely the result of fluid immersion and or insufficient device cleaning /reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.